Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had intermittent low pump speed alarms; sometime accompanied by movement; sometimes without. Interrogation of the heartmate ii system contoller indicated that the pump speed fell below the low-speed limit (lsl) multiple times as well as scatter pulsatility index (pi) events. A review of the log files revealed serval low speed events on 16may2022, 119may2022, and 21may2022 as well as a pump stop event on 19jun2022. This type of behavior has been linked to potential issues with the percutaneous lead. These issues appear to be occurring on power module. Additional information revealed that the patient has made plans to use their power module with an non-grounded cable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low speed and pump-stop events can be confirmed based on the evaluation of the submitted log files; however, a specific cause for these events could not conclusively be determined through this investigation. The submitted log file captured intermittent low speed events on 16may2022, 19may2022, 21may2022, and 19jun2022 while the patient was supported by the power module. The low-speed events resulted in a pump stop event on 19jun2022, and the pump speed fell to 0 rpms. The log file also captured power elevations as high as 14 watts during the low speed and pump-stop events. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline, however, a specific cause for the low speed and pump stop events cannot be conclusively determined. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate ii lvas patient handbook, rev. C, is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 23oct2014 . No further information was provided. The manufacturer is closing the file on this event.